Manufacturer narrative:
(B)(6) initial emdr submission. The device was thrown away by the end user and is unavailable for evaluation. The lot number is unknown. If any additional information becomes available a follow up emdr will be submitted.

Event description:
We have a patient who has septal erosion from the sipap. I am sure this is because of our inexperience with the new disposables. It was reported that the sales representative went in to perform additional training to educate on how to properly use the product. Customer stated the following "lot number is unavailable as packaging was thrown away. Sample is unavailable as it was thrown away. The clinician noticed the septal erosion on (B)(6) 2016 when they were preforming routine cares to the nose of the patient. They noticed that once the sipap was removed to perform these cares that the septum was red and emaciated. Bacitracin and duoderm are being used as treatment for this patient at this time. No surgical intervention is required at this time. And currently the skin is healing nicely. Patient did not have any clinical changes in vital signs when this issue was noticed. Patient is a male, (B)(6), weighs (B)(6) grams and is currently in stable condition.